Event description:
It was reported that during a water vapor therapy procedure, the needle stopped coming out after three injections. In addition, error code 211 - faulty delivery device - replace delivery device was displayed. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure, the needle stopped coming out after three injections. In addition, error code 211 - faulty delivery device - replace delivery device was displayed. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.